Manufacturer narrative:
It was reported that the event took place on an unreported date "last couple of weeks". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with a prismaflex m150, a potential dialyzer reaction occurred and the patient passed away. Medical intervention was not reported. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Additional information: b5 b5: it was reported during follow up that only one death event and not several deaths as initially reported. The baxter device is no longer a suspect product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to b1 and h1 should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: removal of information in section f related to importer: the initial report inadvertently included the importer report number. This MDR should have been submitted only with the MFR. Number (and not as importer).

Manufacturer narrative:
Additional information: h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to b5. B5: upon further review, it has been determined that only one patient was involved in the reported event and not two patients as originally submitted. That event was captured in report number: 8010182-2020-00291. Based on this information, this complaint will be closed as a duplicate complaint to 8010182-2020-00291. Should additional relevant information become available, a supplemental report will be submitted.